Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported that during a perm implant procedure it was discovered the patients old system was explanted. The reason and date of explant where not provided.